Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed. Physical damage was not found within the investigation window. The allegation was not confirmed. However, detached or missing sensor wire was found in connection to the reported allegation. The probable cause of the detached or missing sensor wire could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2 type of follow up - correction medical device problem code - correction, please disregard code 1069 on initial MDR. Was submitted in error.